Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was implanted with a heartmate 3 on (B)(6) 2022. Their chest was left open after implant, as the right ventricle function was depressed. They were brought back to the operating room on (B)(6) 2022 for chest closure. A transthoracic echocardiogram (tte) was performed which showed the patient's right ventricle to have been hypokinetic. On (B)(6) 2022, the patient had low flow alarms. The patient experienced an episode of atrial tachycardia (at) in the morning, which resolved with amiodarone, dobutamine, and epinephrine. The low flow alarms resolved with the afterload reduction. It was also noted that the patient did not have a prior history of arrhythmia pre-implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (right heart failure, cardiac arrhythmia, and patient condition) could not be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The controller event log file contained data on (B)(6) 2022 spanning from 19:52:31 to 20:24:27, per the timestamp. Numerous low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of (B)(4) events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured, and the pump appeared to have been operating as intended following the initialization of the system at implant. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available and contains the following information: section 1 lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section also lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.